Event description:
Suction irrigator leaked saline during the case. Saline bag was clamped to prevent leaking onto the field. Shortly thereafter, the suction irrigator was noted to be smoking. The system was thrown off the field and the batteries were removed. Per the scrub person, the suction irrigator was leaking saline throughout the case. While giving a 15min break, I clamped the saline bag so it stops leaking on the field. After a few minutes, the suction irrigator started to sound like it was irrigating without anybody touching it and then the scrub noticed that there was smoke coming out of it. The scrub person threw off the suction irrigator and I disconnected the batteries to stop it from irrigating. Note: a video is available for viewing. However, unable to upload to the photo section of the form given the size of the video.